Manufacturer narrative:
(B)(4). The cause of the alarm was use error from improperly disconnecting during pd therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the product label family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a home patient received a system error 2240 (air in line) alarm on the homechoice (hc) in dwell 3 of 4 during peritoneal dialysis (pd) therapy while connected to the hc device with an automated pd set with cassette. The patient had improperly disconnected three times during pd therapy. During troubleshooting, the technical service representative reviewed proper procedures per the user manual with the patient. The patient completed therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.